Manufacturer narrative:
The device was not returned to olympus for evaluation. The cause of the reported event cannot be determined. If additional information becomes available at a later time, this report will be supplemented.

Event description:
It was reported that during preparation for a diagnostic procedure, the cable was determined to be old [sic] as the customer could hear spring on it [sic] and noted the connector component within the adapter was not aligned. It was also reported that sometimes the cable does not connect to the scope at all. Additional information is not available at this time.

Manufacturer narrative:
This report is being supplemented to provide additional information (b3, e2, e3,h6, h10) regarding the reported event. Additional information received identified the cable was inspected prior to use and no anomalies were observed on the outside of the cable. Per the customer, they were previously able to jiggle the cable to get it to work. However, it is no longer working. The customer now has a new cable.